Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow up, the sensing had decreased. The lead was repositioned with good measurements. Patient was in good condition after the procedure.